Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) was too superficial. They were unable to obtain what led to the event. All diagnostics were done by someone else and an impedance check was done at the hospital by a different rep, at which time everything with the system looked great. The longevity read 19-36 months and 48-90% capacity. The therapy was working very well for the patient. The battery was just too superficial. It was unknown what other actions were taken. It was unknown if the issue was resolved. The patient was scheduled to deepen the pocket to make it more comfortable for the patient. Further follow-up is being conducted to determine when the patient first started experiencing the feeling of a superficial ins, what actions were taken, if the procedure had occurred and did it resolve the issues. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received approximately a month later via the representative reported he was not aware of when the patient felt the implantable neurostimulator (ins) was too superficial. The patient had the device replaced and the pocket revised the day of initial report. It was indicated the patient had a number of co-morbidities and there was only a year left on the battery, so the battery was replaced at the same time. The procedure had gone well, and as far as the representative was aware, the patient was doing well. The revision had resolved the issue.